Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, the meter read "high." The patient reportedly did not have symptoms. It was noted that the patient treated via correction injection and her bg was reported to be 315mg/dl. The patient stated that her bg was still high when she changed out her site. The patient reportedly primed the tubing and stated that she did not think insulin came out. Troubleshooting with customer support revealed that the patient was able to prime the pump with no issues noted. Cs also had had the patient check the luer connection and the patient noticed that the tubing was not tightened securely on to the cartridge. This complaint is being reported due the patient experiencing a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported bg event because the patient did not have the luer lock tightly secured to the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.